Manufacturer narrative:
This is an initial report. The customers meter has been requested for investigation. A final report will be submitted when the investigation is complete.

Event description:
A customer reported obtaining imprecise sequential readings on their freestyle freedom lite meter using freestyle lite test strips. The customer reported that they obtained readings of 2.7 mmol/l, and 18 mmol/l within a 10-minute timeframe. When plotted on a parkes error grid the results fell in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment.